Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. During a revision surgery, the physician confirmed that the pressure regulating balloon had a leak. Additionally, the physician mentioned that the patient had recently been hospitalized for food poisoning. The pressure regulating balloon was explanted and replaced. There were no further patient complications.